Event description:
During a remote follow-up, episodes of noise resulting in over-sensing were observed on the atrial lead. Technical support was contacted; however, no intervention has been performed at this time. The patient was stable and will continue to be monitored.